Manufacturer narrative:
This lead remains in service and no additional adverse patient effects were reported. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting intermittent out of range pacing impedance measurements on the right ventricular (rv) channel. A revision procedure was performed and the associated device was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional details were received regarding the clinical observations. The out of range impedance measurements were confirmed to be greater than 2000 ohms. There was no lead damage or device connection issue identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.